Event description:
As reported, during an initial tsa surgery, when using the 42 reamer, the pilot tip snapped off within the glenoid and had to be retrieved from the bone using a bone nibbler. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending device return and investigation.

Manufacturer narrative:
The broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.